Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 350 mg/dl. Cause of bg level was not known. Customer went to urgent care, was treated with intravenous insulin, and performed a supply change to address the issue. The customer continued to use the pump for insulin therapy. Tandem technical support reviewed pump logs and confirmed that pump was functioning as intended.